Event description:
A report was received that the nasal prong seal was found in the patient's mouth. The complainant admitted that the user facility staff were not following the directions for use at the time the event occurred. The staff noticed that the cannula had slid down near the patient's mouth and felt that "the moisture from the mouth must have loosened the neoseal." The seal was removed from the patient's mouth and the patient suffered no injury. The facility stated that there have been no other issues with the neoseal lot involved, but stated that they will notify the manufacturer should any similar events occur.

Manufacturer narrative:
Additional information provided in sections:: the complainant was unable to obtain this information. The device involved in the complaint was not returned to the manufacturer, as it was disposed of by the facility. The complainant admitted that the device was being used off-label, as it was being used on the neotech ram cannula. Directions for use for the neoseal state that it is not to be used with the ram cannula. Furthermore, the directions for use for the ram cannula state that there should be a "small gap between the septum and the base of the prongs." Manufacturer testing was performed on retained samples from the same lot number . The complaint was confirmed and it was determined that the detachment of the neoseal was likely due to the moisture from the patient's mouth, as well as slight manipulation or movement by the patient as well, however the device performed as intended. The directions for use state that the neoseal should not be soaked. The off-label use of the device was likely a contributing factor. This is the final report.